Manufacturer narrative:
Conclusion: it appeared that manufacturing steps were followed, however based on the observed device malfunction, a manufacturing defect appears to be the cause. No injury or complications occurred.

Event description:
Device was prepped and inserted into the sheath to the white marker. Disc was deployed and sheath was removed. The key was inserted into the lock, but the sleeve would not retract. The key was withdrawn and re-inserted multiple times until the black sleeve pulled back slightly exposing the separated black sleeve which remained on the device. A 2nd technician attempted to pull back the distal portion of the separated black sleeve and the collagen plug came out. At that point the disc was collapsed and manual pressure was held for 20 minutes. Patient was fine and resting comfortably 1 hour post procedure. No injury or complications noted.